Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The reporter stated that the expected therapy time was approximately 22 hours; however, the device had completed infusion in approximately 16 hours. There was no patient injury or medical intervention reported. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The drug being infused was cytarabine. The lot was manufactured from november 26, 2013 ¿ november 27, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.